Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive reportedly started to bundle up by the cannula (abdomen), causing the cannula to dislodge. It was also reported that the patient felt and smelled insulin. As treatment, the patients mother did an injection and changed the pod.